Manufacturer narrative:
The recipient reportedly experienced decreased performance and headaches with device use. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of decrease in performance could not be verified during this analysis, which was limited in some respects due to the electrode array being severed prior to receipt. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted.